Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to perform detect and treat test) has been confirmed. As received, the belt failed incoming testing. Upon investigation, the cable between ECG 'a' and 'b' was severed, causing the front therapy electrode to be disconnected. The cause of the test failure is the severed cable. The root cause of the severed cable could not be positively identified but was likely excessive force. No adverse event resulted from the severed cable.

Event description:
A us distributor contacted zoll to report that an electrode belt was unable to perform the detect and treat test.